Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- per medwatch, facility reported that a patient returned to the peds unit following replacement of broviac central line in the cath lab. Upon presentation back to the unit, the nurse noted the line had a small crack in tubing that was steri-stripped closed. The doctor was notified and was aware at bedside. This addresses the third event with this patient.